Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5030922/2000022507.

Event description:
It was reported that the patient experienced inadequate stimulation despite the reprogramming. It was mentioned that the patients leads had high impedances. The patient underwent a revision procedure.